Event description:
It was reported that the crt-d was emitting tones and had recorded two more occasions of high oor sli. Most of the daily measurements had been stable and in-range, at 40-50 ohms. There was no evidence of noise on any events. Technical services recommended bringing the patient to the clinic and performing serial impedance measurements with isometrics and possible defibrillation threshold testing. It was noted that the last delivered shock was at implant (41j). The rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).